Event description:
Additional information received identified the patient¿s readings were inconsistent on the manufacturer's patient care network database. The physician is aware of it.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported inaccurate measurements were observed during hf sensor check. As a result, the sensor was recalibrated. At this time, sensor stability is not confirmed and the sensor is being monitored.